Event description:
It was reported that the coil broke off and stretched within the patient. An embold? Fibered 2x6 device was selected for use for a y90 mapping procedure. The target vessel was the right gastric branch off hepatic artery and was reported to be less than 2mm in diameter with mild tortuosity. During coil placement, the coil was not forming in the way the physician wanted it to. The physician attempted to re-sheath the coil, at which point the coil stretched and broke off distal to the coupler. The coil was attempted to be retrieved by a snare unsuccessfully. The physician was able to pack the coil into the vessel with the stretched filament stretched into the celiac region. The device remains currently implanted; there were no patient consequences.